Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was damaged during its therapy upgrade extraction. The rv lead broke apart and the tip remained in the body. The patient underwent surgical intervention to remove the lead and implant a new one. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was damaged during its therapy upgrade extraction. The rv lead broke apart and the tip remained in the body. The patient underwent surgical intervention to remove the lead and implant a new one. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory only the proximal segment of the lead was returned, the distal segment of the lead was separated with a combination of electro-cautery and being pulled with a force which exceeded the strength of the lead body. The lead has been pulled to the point of fracture. The distal portion of the lead was not returned.

Event description:
It was reported that this right ventricular (rv) lead was damaged during its therapy upgrade extraction. The rv lead broke apart and the tip remained in the body. The patient underwent surgical intervention to remove the lead and implant a new one. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory only the proximal segment of the lead was returned, the distal segment of the lead was separated with a combination of electro-cautery and being pulled with a force which exceeded the strength of the lead body. The lead has been pulled to the point of fracture. The distal portion of the lead was not returned. The associated investigation has determined that the lead separation during removal results from a mixture of handling, patient anatomy, and design.